Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97702, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported that after a fall out of their bed onto the implant area and a subsequent change to their settings they had been having issues in their upper back and pain between the should blades when the implantable neurostimulator (ins) was turned on. These issues started in (B)(6) 2015. This onset of symptoms was sudden. The issue got worse so the patient eventually called their doctor and met with a manufacturer representative on (B)(6) 2015 to run diagnostics on the implant. At that meeting things appeared okay with the implant. The patient had an x-ray on (B)(6) 2015 which indicated that the leads had moved 0.25 inches and an MRI was prescribed. The patient was going to follow up with their doctor. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.